Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization, intensive insulin therapy, and fluid replacement and is consistent with the reported hospitalization and treatment. Review of available information identified that the user experienced diarrhea, fever, and a reported loss of consciousness lasting approximately 15 to 20 minutes while being transported to the hospital. The user reported no visible issues with the infusion set, cartridge, or infusion site and did not observe leakage, infection, or kinking. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts and no motor errors impacting insulin delivery. Review of device history identified that the user received an alert indicating insulin delivery had stopped due to an empty cartridge. Available records indicate the alert was not addressed and glucose values subsequently increased. Device records further showed loss of cgm communication during the event timeframe, with reconnection occurring on (B)(6) 2026. The ilet was otherwise delivering requested insulin and responding appropriately to available cgm glucose values. Based on available information, the event is attributed to interruption of insulin therapy following failure to respond to an empty cartridge alert. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 30-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 429 mg/dl, resulting in diabetic ketoacidosis (dka), loss of consciousness, and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.